Event description:
It was reported the catheter's valve which inflates the balloon was out of place.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. Per the information received, "starting one month ago", the catheters had to be replaced "because they have been found outside." Additional information has been requested, however no additional information has been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).